Event description:
A patient was brought into the ed via ems after husband noted patient was in chair watching tv when she stopped breathing and 911 called. Family unable to move patient to floor to start CPR. Downtime 7 minutes prior to CPR initiated by first responders. The patient was defibrillated one time by first responders with a zoll AED plus at 120 joules prior to ems arrival. Ems arrived to residence 15 minutes after call to dispatch. Monitor defibrillator, zoll m series showed asystole. Acls guidelines utilized by ems. Patient intubated and defibrillated 120 joules for wide complex tachycardia by ems prior to arrival in ed. Patient arrived to ed via ambulance with ems gel pads in place. Rhythm pea. Within 3 minutes rhythm noted to change to ventricular fibrillation. Rn attached pad connector to cable, placed machine in "defib" mode, energy selected to 200 joules, "charge" button pressed. Unable to shock as unit would not charge. Same process repeated without success. Rn attempted to trouble shoot by pressing "analyze" button with result "no shock advised." Rn attempted to analyze while in lead 2 without success. Ed physician requested to use paddles for shock. Rn attached pad connector directly to the paddles, machine changed to "defib" and attempted to charge defib to 120 joules without success. Ems defibrillator from ambulance (m series) utilized and successfully shocked patient with 120 joules. CPR continued. Rn then switched defib on original unit to "monitor mode" and attempted to charge to 120 joules with success. Patient defibrillated with 120 joules resulting in pea rhythm. Patient remained in pea for duration of "code blue." Ed physician called code and pronounced patient dead. Monitor strips unavailable due to no recording paper in unit.health professional's impression: clinical engineering tested involved defib with defib analyzer with no errors or malfunctioning. Clinical engineering identified a possible explanation for the event. If the "analyze" button was pressed inadvertently before the "charge" button was pressed, and the waveform was asystole or pea, the defib would go ahead and charge but when the "shock " button is pressed, it will not deliver the shock. The screen then shows "no shock advised."manufacturer response for defibrillator, external, r series: manufacturer will provide a loaner unit during the time of their analysis.